Manufacturer narrative:
Returned product examined visually under magnification. The screw fractured approximately 2 threads from runout. Fracture site appears brittle, indicating failure occurred during a single overloading event. Hexalobe recess has been deformed in screw head, confirming that a high torque was applied to screw via the hexalobe driver. Additional mdrs associated with this event: 3025141-2019-00090: screw 1, 3025141-2019-00092: plate.

Event description:
While implanting a wrist spanning plate in the patient, a screw broke upon insertion. This delayed surgery 30 minutes to remove the broken screw. A second screw was inserted after repositioning the plate; this screw also broke, delaying surgery an additional 15 minutes to remove the second broken screw. Total delay time: 45 minutes.